Event description:
The doctor reported that a pt received an implant several months ago. The doctor stated that the pt developed an infection. The doctor reported that the implant was removed following possible cellulitis. The doctor explained that the problem was likely associated with communication with the frontal sinus.